Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient and was taken to a medical center after a dialysis treatment, diagnosed with an infection in the bloodstream and placed in intensive care unit (ICU). Two days later the patient experienced a cardiac arrest and expired of cardiopulmonary arrest and heart failure on the same day, all of which is alleged to have been the result of the patient's exposure to the product used in dialysis.

Manufacturer narrative:
This is one of two device reports related to this event. The associated manufacturer report numbers are 1225714-2015-08096 and 1225714-2015-08097. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient went into hypotensive shock the same day the patient expired.

Manufacturer narrative:
The initial litigation alleged that the patient experienced a cardiac arrest and expired of cardiopulmonary arrest and heart failure on the same day. Additional information received alleged that the patient also experienced hypotensive shock. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. Any information received will be submitted upon receipt accordingly.

Manufacturer narrative:
Section was updated to reflect the additional information received. This is one of two device reports related to this event. The associated manufacturer report numbers are 1225714-2015-08096 and 1225714-2015-08097. Additional information has been requested and will be submitted upon receipt accordingly.